Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(4)2014, inratio inr: 0.9 and 2.4. Therapeutic range: 2.0 - 3.5. The time between testing was three (3) minutes. Reportedly, there were multiple finger sticks performed on the same finger. There was no report adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.